Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was not able to complete the rewind process. Customer reported that the insulin pump alarmed motor position encoder error during fill tubing process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify displayable history crc check failed on startup alarm, MRI anomaly and motor error alarm due to buttons not responding. Device not meets specification.